Event description:
During a coil palcement within the hepatic artery, the coil got stuck in the catheter. The target lesion was proper hepatic artery which had ano calcification and slight vessel tortuous. There was no adverse consequence ot the patient. Transit2 microcatheter (mc), guide wire(gw) and coil were advanced together out side the patient: when the physician inserted the gw into transit2 from the hub, he felt some friction at the hub, but it was crossed. Then he inserted the coil, but he coil got stuck at the hub. Then all the devices were exchanged with new ones and the procedure was completed. The coil and the gw were removed form the mc. The product was not clinically used in the patient.